Event description:
It was reported that during an angioplasty procedure in the axillary vein, the pta balloon allegedly ruptured at a low atm and upon removal, the balloon material allegedly detached from the catheter shaft. The detached material could not be snared and a stent was used to pin the detached material to the vessel wall. There was no reported patient injury.